Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same event as (B)(4).

Event description:
It was reported that the patient's transfer set would not connect to the patient line of a cassette. The care giver was to start over using new supplies. During follow up, it was reported that therapy had been going well since the event. There was no patient injury or medical intervention associated with this event. No additional information is available.